Event description:
Caller reported the customer had symptoms of hypoglycemia, aviva system blood glucose result was 45 mg/dl. The customer immediately drank a large amount of orange juice. Same system retest result was 285 mg/dl about ten minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.